Event description:
It was reported that the pump touch screen had "ink blots" on the pump display. Customer¿s blood glucose level was between 300 and 350 mg/dl. Customer successfully resumed insulin delivery after troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.